Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoids ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, two consecutive bands could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the device returned incomplete, during visual inspection it was found that the handle returned with the slack taken up and secured to the post. Also, the ligator housing did not return for analysis. It was unable to confirm the reported event with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. According to the product analysis performed on the device, it was found that the handle returned with the slack taken up and secured to the post, however, the ligator housing did not returned for the analysis. The most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the definitive causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoids ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, two consecutive bands could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.